Event description:
It was reported that during device preparation, when the 2.25x38mm xience skypoint stent system was removed from the hoop tray, the tip was noted as broken. The device was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip break was not confirmed; however, it was noted that the proximal side stent strut was bent a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported tip break could not be determined; however, it is possible the reported tip break was actually the noted bent proximal stent strut, which may have occurred during unpackaging of the device or during sheath/stylet removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.